Manufacturer narrative:
Brand name: gentlecath glide. (B)(6). Based on the available information, this event is deemed to be a serious injury. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that during a clinical trial study for gentlecath glide catheters, the patient experienced a urinary tract infection (uti). The patient started using gentlecath glide catheters on (B)(6) 2017. On (B)(6) 2017, the patient began to experience symptoms of a (uti). The patient was referred for an office visit and was seen on (B)(6) 2017. It was noted that the patient continued to use the gentlecath from (B)(6) 2017 until that office visit. The gentlecath glide catheters were discontinued and the patient was treated with levofloxacin (500 mg). No urine cultures were performed and the patient¿s symptoms resolved with the treatment. The principle investigator (pi) of the clinical trial, reported that 2 weeks without infection is a good result for this patient. It was also noted that the patient started performing self-catherization on (B)(6) 2017 and has had urinary tract infections very often in the past while using another brand catheter. It was further reported that the patient was not using the gentlecath glide catheter prior to the clinical trial study. The most recent infection was prior to the start of the study was on a visit (B)(6) 2017, and determined during a urine test. The infection had resolved prior to the start of the study after finishing a course of antibiotics a week before. No further details have been provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. No samples have been received. A review of the production process was completed by the manufacturing site and the product was visually checked and inspected, as well as the packaging, and sterilization process. All raw materials were in compliance with the product specification. Review of the device history review (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).